Event description:
The customer reported to olympus, the image may have went black when using endoeye flex deflectable videoscope. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was caused by a damaged charged coupled device. Scratches were found on the device, the adhesive on the bending section cover was chipped and a worn forceps elevator lever caused the bending section to not be firmly fixed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of loss of image due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.